Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting increased pacing impedance measurements on the right ventricular (rv) channel. Sensing and threshold measurements were stable and no noise was observed. A revision procedure was performed and testing did not identify any lead or device issues. The physician suspected a possible setscrew or spring contact issue; however, this was not confirmed.